Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1473 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that three needles exhibited leakage from y site connector. No other information was provided. This report addresses the third device.